Manufacturer narrative:
H.6. Investigation: the complaint investigation for discrepant results when using the bd sars-cov-2 reagents for bd max system kit (ref 44500301) lot 1238422 was performed by the review of manufacturing records, review of customer¿s data and verification of complaints history. Review of the manufacturing records of the bd sars-cov-2 reagents for bd max system indicated that lot 1238422 was manufactured according to specifications and met performance requirements. Customer complained about low n1 positive / n2 negative results with the bd sars-cov-2 reagents for bd max system kit lot 1238422. Customer provided five run files #1247, 1254, 1255, 1257 and 1258 from instrument ct1577 for investigation. The customer¿s udp settings were verified, and the result logic parameters were set in accordance with the bd sars-cov-2 reagents for bd max system instruction for use. Manual pcr curve adjudication was conducted across all n1 positive/n2 negative results. Pcr curves analysis revealed late and low, but true amplifications for n1 target, without anomaly, indicative of true positive results. Low positive samples can occur due to viral titers in the specimen being at or near the limit of detection (lod) of the assay or through environmental or cross contamination introduced during the sample preparation at the customer¿s site. Two of the samples (position a2 in runs 1254 and 1255) were negative control samples and should have given negative results for both n1 and n2 targets. In this case, contamination is the most likely cause of the false positive results. Nevertheless, manual curve adjudication has limitations; visual examination of pcr curves for low signal is a conservative assessment of the data. No repeat test was found for these samples in the data provided. Based on the data and information provided, bd was unable to confirm the exact cause. Nonetheless, no reagents issue is suspected. There is no indication of an increase in complaints for discrepant results for the bd sars-cov-2 reagents for bd max system lot 1238422. The root cause was not identified. Positives samples at the limit of detection of the assay or a through environmental or cross contamination introduced during the sample preparation at the customer¿s site can explain the customer discrepant samples. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action (CAPA). Bd quality will continue to monitor for trends. H3 other text : see h.10.

Event description:
It was reported that while testing for sars-cov-2 with bd sars-cov-2 reagents for bd max¿ system 22 false positive results were obtained. There was no report of confirmatory testing or patient impact. Eua# (B)(4). The following information was provided by the initial reporter, translated from japanese to english: this is a report about false positives. According to the customer's report, the case in which only the n1 gives a positive result occurs frequently.

Event description:
It was reported that while testing for sars-cov-2 with bd sars-cov-2 reagents for bd max¿ system 22 false positive results were obtained. There was no report of confirmatory testing or patient impact. Eua# (B)(4). The following information was provided by the initial reporter, translated from (B)(6) : this is a report about false positives. According to the customer's report, the case in which only the n1 gives a positive result occurs frequently.

Manufacturer narrative:
Eua# (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.